Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Reportedly, the patient did not remove the sensor when having mammogram. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: the system hasn't been tested during mammogram. Magnetic fields and heat could damage the components, stopping sensor glucose readings, or alarm/alert notifications. Without sensor glucose readings or alarm/alert notifications, you might miss a secure low or high glucose event.